Manufacturer narrative:
Results: complaint of lost stimulation was confirmed. As received, visual inspection of the lead extension model 3343 revealed broken wires in the strain relief. This damage appears to be due to overstress condition while the lead was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2015-23215. It was reported the patient lost stimulation in the supra orbital area (off label) and impedances read high for one of the supra orbital leads. X-rays were taken and revealed the patient's extension had pulled out from the ipg header. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's extension was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.